Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak contained foreign matter. Verbatim: rcc received a complaint via phone. Pir attached. Upon inspection of our compounded sterile product after production, we noticed a fiber in the medication (in the syringe). It doesn't appear to be from the plunger, but something lighter in color.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One sample of a 10 ml ll syringe (part number 309605) was received for evaluation. Inspection identified loose brown material on the plunger rod, which is considered non conforming. The foreign material observed outside the fluid path is most likely related to the assembly process. A device history record review was completed for lot numbers 5227687 and 5260078, and no rejected inspections or quality issues were identified during production that could have contributed to the reported condition. Complaints related to this device and condition will continue to be tracked, trended, and reviewed monthly to monitor for any emerging trends.

Event description:
No additional information was provided.